Manufacturer narrative:
No probe sample was returned for evaluation for the report of not actuating at the beginning of the surgery; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a tip did not cut at the beginning of a vitrectomy. The tip was replaced and the procedure was completed without any patient harm. Aspiration function is unknown. Additional information has been requested but not received.